Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 400 mg/dl at the time of the incident and the current was 106 mg/dl. The customer¿s other blood glucose level was 282, 118, 150 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer stated that week ago they had diabetes ketoacidosis. The customer also reported that insulin pump had low battery alert. The customer was treated with the insulin pump and the manual injection. The insulin pump will not be returned for analysis.